Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with distal humerus plates, ulna plate, and screws on an unknown date. Patient consented for removal of hardware due to hardware prominence in the left elbow. Patient was returned to the o.r. On (B)(6) 2013 and the hardware was removed without complications. This report is for an unknown 2.7mm va locking screw. This is 5 of 27 reports for the same event.